Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of keypad was due to the keypad. Replaced unresponsive keypad. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/27/2019 to the present date 12/11/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that an unknown device keypad issue occurred. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that an unknown device keypad issue occurred. There was no patient involvement.